Manufacturer narrative:
Concomitant medical products: 800sr30 heart ring implanted: (B)(6) 2019; 900sfc232 heart band implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that 60hz noise on the implantable cardioverter defibrillator (ICD) caused high rate non-sustained episodes and sensing integrity counter (sic) leading to a lead integrity alert (lia). The device remains in use. No patient complications have been reported as a result of this event.